Event description:
It was reported that the patient experienced discomfort due to pectoral muscle stimulation. Additionally, loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgment, muscle stimulation, and failure to capture. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.